Event description:
Customer reported issue with touchscreen responsiveness, where pump screen was frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method for insulin therapy.